Event description:
Power on reset parameters, still in use. 15-jun-99 device explanted - excessive current drain caused ICD to go por when it tried to charge to 34j. Power on reset parameters, still in use 15-jun-99 device explanted - excessive current drain caused ICD to go por when it tried to charge to 34j.